Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 blunt tip trocar 12mm. The visual inspection of the returned product noted that the device was opened and received intact. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collars and valves functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the balloon was blown up asymmetrical. The seal was damaged and disengaged. The stopcock broke. Not associated with a patient.